Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegations of dislodgement (device) and twiddler's syndrome (patient) were confirmed based on the observation of a twisted lead body. The high threshold allegation was not confirmed, lead resistances measure normal, indicating conductors are intact. Hipot test passed, indicating internal insulation is intact. Cuts were noted in the outer insulation (likely explant damage) and the setscrew mark was in the correct location.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Fluoroscopy revealed the lead appeared to be twiddled into the pocket. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because device evaluation was completed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Fluoroscopy revealed the lead appeared to be twiddled into the pocket. This rv lead was explanted. No additional adverse patient effects were reported.